Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
During a knee revision procedure of competitor product, the sleeve was set up but would not orient in the proper position. The sleeve was set up again, causing a delay of 15-30 minutes. The sleeve was malrotated and would not allow the tibial component to fully seat. The components were used to complete the procedure. No further information has been provided.